Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Other devices used: catalog #00585004620, zimmer segmental segment with male/female taper, lot #61528647 ; catalog #00585002017, zimmer segmental articular surface, lot #62720660 - not returned; catalog #00585001295, zimmer segmental all poly insert, lot #62827054. Visual inspection of the returned components identified that the distal femoral component, poly box, hinge post, and segment are assembled together. A gouge was noted near the female taper end of the segment; however, it appears that the gouge was caused by removing the segment. A product history search identified no other complaints relating to infection for the part and lot combinations of the implanted components. These devices are used for treatment. Surgical notes were not provided. Per the segmental system package insert, infection is a known risk of this procedure. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient was revised due to infection.